Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification.  Dhrs (device history review) for the fs libre sensor and sensor kit were reviewed, and the dhrs showed the libre sensor and sensor kit passed all tests prior to release.   All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.   If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer experienced sweating, blurred vision, agitation, and was unable to concentrate. Customer reported being treated with food and having contact with a healthcare provider who checked his glucose levels and ordered blood tests but no treatment was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 2 days of wearing the adc freestyle libre sensor. On (B)(6) 2018, customer experienced sweating, blurred vision, agitation, and was unable to concentrate. Customer reported being treated with food and having contact with a healthcare provider who checked his glucose levels and ordered blood tests but no treatment was provided. There was no report of death or permanent impairment associated with this event.